Event description:
We are reporting a total of 41 events with different models of electrophysiological ablation catheters by biosense webster, which occurred in the past year. In this report, we have listed 02 events out of the 41 events. The details are below: brand name: soundstar echo. Lot number: e8236904, malfunction: not recognized. E8256012, error 6101 invalid catheter ID.